Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer reset the pump, and continued to use the pump for insulin therapy.